Event description:
It was reported that the lead exhibited noise and a gradual decrease in pacing lead impedance. The physician elected to continue to monitor the system. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.